Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined superior vena cava (svc) coil impedance. The lead was reprogrammed where the svc coil was turned off. The rv lead remains in use. No patient complications have been reported as a result of this event.